Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 110, overvoltage cleared no energy, and service code 107, multiple abnormal shutdowns) was confirmed.  Upon investigation the monitor failed an incoming pulse test and displayed a service code 110 and 107.  The cause for the failure was isolated to a lifted c19 capacitor pads on the defibrillator board. The root cause for the lifted capacitor pads could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 107 (multiple abnormal shutdowns) and service code 110 (overvoltage cleared no energy).